Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55 year-old asian female with no known past medical history presented with two weeks of palpitations and was found to be in atrial fibrillation with rapid ventricular response and thyroid storm. The patient underwent left and right heart catheterization, which demonstrated non-obstructive coronary disease, a normal cardiac output, a normal cardiac index, a high lactate level of 3.4 millimoles per liter, and a left ventricular end-diastolic pressure of 20 millimeters of mercury. The patient was transferred to the cardiovascular intensive care unit, where she later developed worsening hemodynamics, an ejection fraction of 10%, severe mitral regurgitation, severe tricuspid regurgitation, acute kidney injury with low urine output, disseminated intravascular coagulation (dic), and progressive lactic acidosis greater than 12 millimoles per liter. Escalating inotropic and vasopressor therapy was required. The shock team elected to proceed with peripheral venoarterial extracorporeal membrane oxygenation (ECMO) with impella cp for active left ventricular unloading. The patient was intubated and on multiple vasoactive infusions upon arrival to the cardiac catheterization laboratory. The impella cp was placed following best practices, and ECMO cannulation was placed on the right side. The patient received multiple blood transfusions. The patient was subsequently transported to a tertiary care heart center. Echocardiography confirmed appropriate positioning of the impella device. The patient underwent thyroidectomy and continued on temporary mechanical circulatory support with evaluation for plasmapheresis. Ongoing gastrointestinal bleeding limited anticoagulation use. As her condition improved, vasopressors were discontinued, cardiac output recovered to normal, and the patient remained hemodynamically stable. The impella cp was successfully weaned and removed, and extracorporeal membrane oxygenation was subsequently discontinued. While the patient complications were conservatively reported to impella cp, it is important to consider that ECMO was the main mechanical circulatory support and that the patient's thyroid hyperactivity/storm is likely responsible for the dic and bleeding. Lactic acidosis, kidney injury, and cardiovascular collapse caused in part by atrial fibrillation were pre-existant to the impella therapy. No device malfunction was reported; management decisions were based on the patient¿s underlying clinical condition.

Manufacturer narrative:
The investigation for the gastrointestinal bleed has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.